Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ fever: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation.) Are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "groin pain and pelvic pain", "fever and breast size are clearly different", "the size got bigger and bigger" and "rupture". The event "groin pain and pelvic pain" is not device related. This record is for the left side. The device was explanted and will be returned. The patient was prescribed medication and antibiotics.

Event description:
Patient reported "groin pain and pelvic pain", "fever and breast size are clearly different", "the size got bigger and bigger" and "rupture". The event "groin pain and pelvic pain" is not device related. Later, healthcare professional reported "implant rupture", "increase in breast size", "sensation of heat and fever", "suspected diagnosis of bia-alcl", "signs of implant rupture along with a large amount of fluid (peri-implant effusion) around the implant", "thickening and enhancement of the capsule surrounding the implant" and "hypertrophy and pain". Later, healthcare professional reported "diagnosed cd30 as negative, although a few cells were cd30 positive" and confirmed "patient was ultimately not diagnosed with bia-alcl". This record is for the left side. The device was explanted. The patient was prescribed medication and antibiotics.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fever, pain-ndr.

Event description:
Patient reported "groin pain and pelvic pain", "fever and breast size are clearly different", "the size got bigger and bigger" and "rupture". The event "groin pain and pelvic pain" is not device related. This record is for the left side. The device was explanted and will be returned. The patient was prescribed medication and antibiotics.